Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's healthcare provider (hcp) adjusted the pump settings based on another pump's settings that was "deactivated" in the t:connect account. The customer's blood glucose (bg) level fluctuated from low bg levels of 45-60 mg/dl and elevated bg levels of 250-280 mg/dl. Reportedly, the hcp corrected the settings to address bg levels.